Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the condition of the patient immediately after the event? Stable.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon was having extreme difficulties inserting the device in the patient¿s abdominal wall even after the red trigger for blade had been pressed fully. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the k5lt obturator found that it was received with the reset button in disarmed position. The instrument was armed and in an attempt to replicate the reported incident, the device was functionally tested to detect any insertion issues and no anomalies were noted. The reset button activated and retracted to home upon penetration as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.